Event description:
It was reported to tyco hlthcare/kendall on 2/20/2007 that the tip of the yankauer suction was found in the vocal cords during an egd procedure. Tip was removed using biopsy forceps from the upper airway. There was a small amount of tissue inside the catheter tip.

Manufacturer narrative:
An investigation is currently underway. Upon completion, results will be forwarded.